Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusion set cannula kinked events on 23-may-2024. The events occurred after 3 or more hours of insertion. The infusion sets had been used for 3 hours. The insertion site was at the abdomen. The blood glucose level was 200 mg/dl at the time of events. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.